Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant downstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "downstream occlusion" alarm was confirmed but not reproduced during evaluation. Evaluation found the downstream sensor current reading to be out of specification (low). The downstream tubing guide was replaced and the device was calibrated to correct this condition.